Event description:
It was reported that the customer received a blood glucose reading of 286 mg/dl and shortly after lost consciousness; the user was able to treat himself. The reading did not match the symptoms.